Event description:
It was reported that during the implant attempt, the physician could not pass the lead through the introducer. The physician noted that the sheath was damaged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was damage to the tip of the electrode. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The helix/lobe was distorted/bent. There was damage at implant.